Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that a possible pericardial effusion occurred with reported thoracic pain. An echocardiogram and x-ray were performed in which a small pericardial effusion was confirmed. Medication was administered and the system remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.